Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: was the device closed on tissue when it was locked and wouldn't open: no, was closed to enter trocar and then locked out, wouldn¿t open. Device is available for return. On initial inspection, the lockout symbol is showing in the window, so it appears this may have been inadvertently fired or loaded incorrectly.

Event description:
It was reported that the device closed and locked; wouldn¿t fire and wouldn¿t open. It is unknown when the event occurred. There were no adverse consequences for the patient reported.